Event description:
Note: the date of the procedure is unknown. It was reported to boston scientific corporation in 2008 that a one step button gastrostomy device was used during a percutaneous endoscopic gastrostomy (peg) procedure (patient age, gender and weight are unknown). According to the complainant, the guidewire became tangled when it was being fed through the percutaneous stoma measuring device (psmd). No patient complications were reported as a result of this event. The patient's condition was reported to be good.

Manufacturer narrative:
The customer complaint of the wire being tangled is confirmed. The exact cause of the reported malfunction cannot be determined. The most probable cause is that when the wire was removed from the package and uncoiled, it was handled in a manner that caused it to tangle.